Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain and cloudy pd effluent. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, once daily, ongoing) and ceftazidime injection (1gm, intraperitoneal, once daily, ongoing) for peritonitis. It was reported that the patient and caregiver were retrained on proper aseptic technique. Pd therapy was ongoing. At the time of this report, the patient was recovering from the event and remained hospitalized. No additional information is available.

Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow-up, it was reported that antibiotic treatment were discontinued (on an unknown date). Five days after the event onset, the patient was discharged from the hospital. Eight days after the event onset, the patient has recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.